Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24169. It was reported that upon device interrogation prior to an unrelated procedure, the right ventricular (rv) lead exhibited low pacing impedance and high capture thresholds. During lead revision, it was noted the rv lead had perforated the patient; the lead was successfully repositioned on (B)(6) 2021. The patient was asymptomatic and in stable condition.